Event description:
It was reported that during a vaginal hysterectomy procedure, a superficial burn occurred on the vaginal wall. It is unknown if the burn was noticed during the case or post-op. The severity and how the burn was treated is unknown at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Patient had a scheduled total vaginal hysterectomy. There were no noted complications during the procedure. She was admitted overnight, she was discharged the following day and that same day, she developed vaginal pain, she continued to experience pain and saw her surgeon two weeks later for a scheduled post op office (B)(6) visit. She was noted to have second degree burns to her right and left lateral vaginal wall and right labia minora, approximate size is 3-4 cm. Surgeon used ethicon enseal during hysterectomy, no other heat source used during surgery. What degree is the burn(s)? 2nd degree. How is the burn being treated? Silvadene cream, sitz baths, no underwear. Where is the burn? Right & left lateral vaginal wall & right labia minora. What is the size of the burn(s) approximately 3-4cm. Are there any anticipated long-term effects? No. How was it determined that the g2 super jaw device caused the burn and not another energy-sources instrument? No other energy devices were used during procedure. Where was the device being used when the burn occurred? Vaginal hysterectomy. Were other instruments being used at the same time, such as a speculum? Yes, a weighted speculum and 2 tenaculums on cervix, vaginal packing was used to keep bowel out of the way. Was speculum in place when the burn occurred? Yes. Was the speculum weighted or what type of vaginal system was being used? Weighted. Is the burn was top to bottom or from the side of the jaws? From side. Anything different with the patient size or anatomy that the device was used in a different position? No abnormal anatomy noted.